Event description:
The manufacturer received a report that a trilogy evo ventilator was alarming and needed to be returned for evaluation. No patient injury or serious harm was reported. The ventilator was evaluated at a third-party service center. The unit failed the internal flow verification test (negative flow: measured vt). Device log files were successfully downloaded and reviewed; no actionable error codes were identified. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The blower, particulate filter, and inlet filter required replacement. Additional components were found contaminated with dust or foreign substances and required replacement, including: the front panel and vanity cover, blower assembly, blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, filter cover, muffler assembly, tubing system pca, tubing blower chassis, tubing fio2, and tubing low flow o2. The outlet side panel, internal battery door, and base assembly were also found to be cracked. The customer complaint was confirmed. Following service, the unit passed all testing.